Manufacturer narrative:
Upon review of additional information received, this MDR (MFR report number 2015691-2025-09144), related to complaint number (B)(4), was found to be a duplicate of MFR report number 2015691-2025-07985 and complaint number (B)(4). As a result, MFR report number 2015691-2025-09144 and its related complaint (B)(4) will be voided.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a 56mm evoque procedure. On post-operative day (pod)2, an av-block was noticed and a permanent pacemaker was implanted. Patient reported to be stable and the valve is good with a slight pvl with no clinical relevance.